Event description:
Pt back again with a clogged gj tube. This is the 17th exchange for the calendar year. IFU has been provided to the facility. Multiple calls have been made to the nursing and medical directors. This tube will be sent in for full investigation to rule out a manufacture defect. The balloon port was also found damaged. A slip tip syringe was used to get all the fluid out of the balloon for removal. Patient has started to developed significant scar tissue from the multiple exchanges. Did report to the manufacture with the following complaint identifier number (B)(4). FDA safety report ID # (B)(4).